Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. (B)(4).

Event description:
It was reported from the labor and delivery unit that a mother in delivery received an over infusion of a primary infusion of oxytocin. Programming was verified for a rate of 2 hours with a volume to be infused of 450ml before the procedure. When the start button was pressed, the pump started a bolus rate, and when the incident was noticed, the heart rate of the fetus dropped. Emergency procedures were performed and the fetus was saved. At the time of the incident the fluid had just been started and had only been running for around 3 minutes (227 seconds).there was no reported harm to the mother or any hospital staff.

Manufacturer narrative:
Correction: disregard file,the suspect device is now a disposable product and requires a new manufacturer report number. Please reference manufacturer report number 9616066-2020-02187 for MDR reporting.

Event description:
It was reported from the labor and delivery unit that a mother in delivery received an over infusion of a primary infusion of oxytocin. Programming was verified for a rate of 2 hours with a volume to be infused of 450ml before the procedure. When the start button was pressed, the pump started a bolus rate, and when the incident was noticed, the heart rate of the fetus dropped. Emergency procedures were performed and the fetus was saved. At the time of the incident the fluid had just been started and had only been running for around 3 minutes (227 seconds).there was no reported harm to the mother or any hospital staff.